Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot#: 0209833092, implanted: (B)(6) 2015, product type: lead. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider of a clinical study via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for neurologic urinary incontinence. It was reported that the patient was seen on (B)(6) 2019 for a urological consultation. The patient had alcohol dependency, which was not device related, for a few months that led to several falls that damaged the ins. It was unknown if any diagnostics/troubleshooting was performed. The ins was replaced on (B)(6) 2019. The issue was resolved at the time of this report. It was noted that due to the patient¿s psychological, personal conditions, and bad therapy compliance the patient decided to exit the clinical study. The patient was alive with no injury. No further complications were reported or anticipated.